Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator indicating that the device has a red x error message. There was no patient involvement. The fse evaluated the device on site. Upon successfully performing an operational check the device returned to operational status. No further evaluation was needed. Philips recommendation was to return the device to service. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.